Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any obvious defects on the pilot balloon, inflation line or cuff. Functional testing was performed by inflating the cuff using a syringe and fully submerging the unit in sterile water to observe for leaks. Bubbles were observed to be coming from the cuff confirming the presence of a leak. A walk-through of the manufacturing floor and process review was performed by the quality engineer while lot 3085129 was running in order to review the leak test and packaging operations. No discrepancies were found and it was observed that manufacturing procedures were being followed appropriately. The instructions for use state that the integrity of the cuff and inflation system should be checked prior to insertion. Instructions for use also warn to guard against cuff damage by avoiding contact with sharp edges. Customer reported that leak check was performed prior to use with no confirmed leakage. The leak was confirmed several times resulting in a tube change the next day. The most probably cause of the event is that the cuff became damaged during use. Although these products are 100% leakage tested in manufacturing process and designed to be as robust as functionally possible, puncture of the tube cuff during use is an inherent risk when using any tracheostomy product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Reporter stated that cuff was checked prior to use, however, cuff leakage was confirmed several times during use of the device. Tube was changed to a new one without any adverse effect to patient.